Manufacturer narrative:
(B)(4). An affirmative statement of product nonconformance can be made as the affected unit manifested the complaint's allegation of leak in an lv folfusor device. The cause was determined to be an insecurely attached winged luer cap found loose in the punch upon its return to the plant. However, the cause of this loose component could not be determined with the provided information. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was found in the over pouch of a large volume folufusor before use due to a leak from an unknown location. The device was filled with 240ml of fluorouracil and 0.9% nacl. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One sample was available at the plant for evaluation. Visual inspection noted fluid inside the over pouch that contained the unit, which indicated leakage had occurred. After removing the device from the over pouch, the blue winged luer cap was found separated from the unit's distal luer. A functional leak test was performed by refilling the unit with green color water. After fill, the blue winged luer cap was securely fastened on the unit's distal luer. The next day, no signs of leak were observed from the unit. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.